Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0001038806-2023-01166 was reported in error. Please disregard this submission. No further reports will be submitted for this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. D10: unknown abutment/unkown lot number/not provided. D10: xifnt513, osseotite tapered certain implant 5 x 13mm/ lot number-2019040312. G4: PMA/510(k) number not available. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient came in from general dentist with a stripped screw in and unseated angled low-profile abutment. Unable to remove the abutment, therefore the implant at tooth #22 was removed. The procedure was completed with another implant.